Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting an alarm on the liberty select of observing a fluid leak when removing the cassette. The patient was advised to discontinue use of the cycler and to contact the clinic nurse for assistance with completing treatment. Additional information was solicited. The liberty select was replaced.

Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported symptom air detected in cassette warning was not confirmed. The reported symptom volume error warning was not confirmed. During treatment at dwell phase 4 sb supply bag lines are blocked¿ occurred. The ¿ok¿ button was selected the alarm reoccurred two times. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The cause of the observed dried fluid and fluid could not be determined. A visual inspection of the returned cycler exterior showed sign of physical damage. The front panel bezel gasket was drooping over the center of the front panel overlay. Passed mushroom head check. Test positive for glucose. The voltage check passed. The hp1 filter will be replaced in production. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."